Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm leaked the following information was provided by the initial reporter: customer report that bd venflon 1.1mm venepunctures /cannulas supplied under the contract. After insertion the insertions leak. I am enclosing an adverse event report form.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Customer report that bd venflon 1.1mm venepunctures /cannulas supplied under the contract. After insertion the insertions leak. I am enclosing an adverse event report form.